Manufacturer narrative:
(B)(4). Batch # p58j8x. Device analysis: the analysis results found that the ats45 device was received with the firing trigger broken and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/2. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. Although no conclusion could be reach on what caused the damaged on the firing trigger, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a vats procedure, the handle of the device broke off during the firing of the 5th reload. They opened a new device to finish the procedure. The procedure was prolonged 10 minutes.